Event description:
Additional clarifying information was provided by the customer: the patient was treated with tapazol from 2009 to 2012 and treated with radioiodine in (B)(6) 2009. The patient was tested with the architect tsh assay before and after both treatments which generated low results. The physician first suspected hyperthyroidism because of the low architect tsh results. The physician now suspects the patient has hypothyroidism. The roche and beckman results were obtained using the same sample that was collected for the architect tsh blood draws in (B)(6) 2020. The endocrinologist questioned the architect tsh results because the values were inconsistent with symptoms, therapy, ft3, and ft4 values. The patient has now been treated with eutirox after the results of the (B)(6) 2020 blood draw.

Manufacturer narrative:
Section b5 - describe event or problem was update to include additional clarifying information received from the customer. The complaint investigation for a falsely depressed architect tsh (thyroid stimulating hormone) results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. In-house accuracy testing of reagent lot 13216ui00 was completed. Testing of the returned patient sample was completed. The information provided is consistent with a patient who was initially diagnosed with hyperthyroidism, followed by treatment (tapazole and radioactive iodine) followed by recent architect tsh results consistent with subclinical hyperthyroidism which is most likely due to thyroid replacement treatment. The discrepant elevated tsh results by beckman and roche are indicative of hypothyroidism. However, this is not consistent with the patients ft4 levels, especially given that the patient is currently on thyroid hormone replacement therapy. The patient¿s normal ft4 would not be consistent with elevated tsh, as seen on roche and beckman platforms, but rather with low tsh levels as seen consistently on the architect platform. Trending review did not identify any trends for the issue for the product. Labeling was reviewed and found to adequately address the issue under review. Device history record review on lot number 13216ui00 did not show any potential non-conformances, or deviations. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A test protocol was completed using returned patient sample material. The sample was treated using dilution linearity and heterophilic blocking tube to test for potential interference. Our test results for the undiluted samples were similar to the values observed at customer site, sample (B)(6) was 0.382uiu/ml and sample (B)(6) 0.31 uiu/ml. All values remained in the lower normal range after dilution (sample (B)(6) was 0.84uiu/ml and sample (B)(6) 0.66 uiu/ml) and also after treatment with hbr tubes (sample (B)(6) was 0.41 uiu/ml and sample (B)(6) 0.37 uiu/ml). The differences obtained after dilution and testing with heterophilic antibody blocking tubes indicates that an interferent is present in the patient sample. However, all values remained in the lower normal range and review of all patient and test information provided indicates the architect results are in alignment. Based on the investigation architect tsh (thyroid stimulating hormone) reagent lot 13216ui00 is performing as intended, no systemic issue or deficiency of the architect tsh (thyroid stimulating hormone) reagent was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect tsh (thyroid stimulating hormone) results for one patient. The following data was provided: sid (B)(6) on (B)(6) 2020 initial architect tsh result was 0.28 uiu/ml on serial (B)(4) (customer's provided normal range: 0.35 to 4.94 uiu/ml). The sample was repeated on architect (B)(4) with a result of 0.29 uiu/ml. The sample was then repeated on the beckman analyzer with a result of 19.96 iu/ml (customer's provided normal range: 0.35 to 4.94 uiu/ml) and on the roche analyzer with a result of 22.4 uiu/ml (customer's provided normal range: 0.27 to 4.2 uiu/ml). Additional laboratory data was also provided: architect free t4 result was 8.9 pg/ml, roche free t4 result was 9.8 pg/ml, and beckman free t4 result was 7.9 pg/ml the patient had a new sample drawn that generated results of 0.27 uiu/ml on (B)(6) 2020. Additional information was received from the customer on 03aug2020. The sample is from a female patient around (B)(6) years old. The patient was treated with tapazole and then radioiodine due to the falsely depressed architect tsh results. The patient has a multinodular goiter and she has been tested several times always generating low architect tsh results. The patient's physician assumed the patient was suffering from hypothyroidism from the beginning. It is unknown what dosage and when the patient began treatment with tapazole and radioiodine. The customer is unsure if there was any other impact to patient management other than the medication induces hypothyroidism.